Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose has been running high into the 400 mg/dl range. The patient treated via insulin pump therapy. During troubleshooting for the no delivery alarm the alarm recurred during a prime attempt. The reservoir was removed and reinserted, and the insulin pump was able to prime without incident. The customer was advised that the insulin pump was working as designed. The reservoir will be returned for analysis.